Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer is reporting false negative reaction with cells 3 and 6 of the 0.8% resolve panel lot vra236 with a sample with previous history of anti-e. Issue started on: (B)(6) 2015, reported 11-19-15. Frequency: 1x. Microtubes/wells or cell (donor #) affected: 3 and 6. Methodology used: provue. Incubation time (for manual test only): 15 min. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: no. Last qc run: (B)(6) 2015. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. On-board storage time: as per procedure. Off board storage temperature: as per procedure. Stored underneath direct light source: no. Other relevant details: no manual testing done. Customer repeated the screen in manual gel with a weak positive screen. Ocd discussed the possibility of manual testing could possibly extend the incubation time for a weak reaction to develop. Customer aware of a weak low titer antibody with the possibility of weaker antigenic expression with donor cells.